Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm. Customer¿s blood glucose value was 210 mg/dl. Customer stated that the insulin pump was able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. Customer stated that the customer had a one sensor and that was very itchy and other one was loosened. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will be returned for the analysis.